Event description:
It was reported that post unrelated procedure, the right atrial lead exhibited electrical anomalies. No intervention was performed. No patient symptom was reported.

Manufacturer narrative:
Model from 2088 to 2088/52.